Event description:
The programmer rf (radio-frequency) head accompanied a programmer which was returned for repair. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head failed testing; interrogation was intermittent. The cable was replaced. (B)(4).